Event description:
It was reported that the communicator looks burnt. The patient was advised to unplug the communicator. A boston scientific company representative opted to replace the communicator. The communicator is no longer in service. No adverse patient effects were reported.